Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were getting no device found when trying to connect to their implant. The patient stated that they were currently at a facility for a urinary analysis and they could not pee. The agent ensured that the patient was in the correct application and that their communicator was unplugged. The patient self resolved the issue and connected to their therapy settings but stated that their app was blue rather than purple. The patient also said that there might be a potential issue with their implant because they had been sleeping on the ground and could have knocked something out of place. The patient stated that their connection issues a well as their possible ins migration all began about a week ago. The patient was redirected to their healthcare provider to further address the issue. The patient will continue to monitor their symptoms. The patient's connection issues were resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.